Event description:
It was reported that when patient presented remotely via merlin.net transmission, episodes of auto mode switch due to emi was sensed on the atrial channel. The signal was present but not seen on the ventricular channel. No other anomalies were observed. Programming changes were recommended. No further information available.